Event description:
Additional information received from the healthcare professional (hcp) reported that last interrogation was done (B)(6) 2016 and they had some greater than 4000 pairings. They called in (B)(6) 2016 and reported experiencing shocking sensation. They thought it had been going on for 2 to 3 months. They were unsure if it was related to a fall. It was further reported that the patient biggest complaint was the feeling of the device turning off. There were no symptoms of urinary tract infection. The patient was getting shocked even with the device off. The patient was scheduled for revision on (B)(6) 2016.

Event description:
Patient's friend reported loss of therapeutic effect for implantable neurostimulator (ins). Patient felt that their ins was completely stopped working at times and they no longer felt the tapping sensation. Patient had more symptoms of bladder incontinence when this occurs. Patient tried to increase the stimulation but it became uncomfortable to the patient. Patient tried to change the programs too but it did not help. Patient was not feeling stimulation. When the ins stopped working, they went to check the stimulation and it showed the stim is off. Caller stated that patient was being told that the device is working fine. The trial went great and most of her symptoms are gone regarding urgency, bladder symptoms and oab. Patient still had issues with leaking however. It was advised that ins was not designed to turn off on it's own. Patient will consult with doctor for more information. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.